Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 8. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 01-june-2024, it was reported by the patient that infusion set fell off within 7 days of use. No further information was available.